Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/ unresponsive) issue. The reporter alleged that the up and down arrow keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/05/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2014 with the following findings:the complaint about the keypad could not be duplicated. The keypad was intact with no evidence of peeling or damage and all of the keys were responsive. There was no evidence of contamination on the keypad button contacts. Unrealted to the initial allegation, the battery compartment was cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.